Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit was alarming for high temperatures. There was no harm reported to the patient.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fault and alarm logs were checked for any temperature related alarms. Nothing logged. The iabp was exercised on test catheter and patient simulator for several hours in an attempt to duplicate a "system over temperature" or an "over temperature condition detected" alarm. The issue could not be replicated. However, in the interest of patient safety the scroll compressor, temperature probe and pressure/vacuum filters were all replaced as a precaution. Expired lithium-ion batteries were also replaced as they reached the 4 year interval. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use.

Manufacturer narrative:
The scroll compressor and temperature sensor cable was returned to the maquet national repair center(nrc) for investigation. Nrc performed visual inspection of parts received and saw note on compressor that compressor bracket screw had fallen inside in field while uninstalling. Due to compressor bracket screw floating inside, these parts cannot be investigated any further by the nrc. This poses a risk to test fixture. Retaining the scroll compressor and temperature sensor cable in the nrc as per procedure.